Manufacturer narrative:
Return requested. Replacement field generator/emitter shipped to site (B)(4) 2014. Suspect field generator/emitter has not been returned to manufacturer for analysis. Return requested. Replacement upgrade kit for computer shipped to site (B)(4) 2014. Suspect computer, returned to manufacturer on (B)(4) 2014 is under analysis. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, performed two training sessions addressing general trouble-shooting. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, mid-way through a functional endoscopic sinus surgery (fess) the site alleged an inaccuracy of approximately 1cm. The inaccuracy was consistent over all the anatomy and with all instruments. Noted was that the surgeon deemed being accurate at the beginning of the procedure. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer and electromagnetic field generator were replaced on the system. Analysis of the suspect computer found: computer booted, launched ent software, and passed all testing with no problem found. Fully functional. Analysis of the em field generator found: the field generator was connected to a test system with the ent application for a 72 hour burn-in test. The registration probe verified. Tracking was normal through the entire phantom head volume with all tabs in green status. Navigation accuracy looked normal by picking several prominent landmarks both on the surface and inside the phantom head model. Flexing the cable did not indicate any intermittent opens. The unit passed the pegboard test. Fully functional.